Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that only the percutaneous extension had frayed; it frayed where the twist lock cable connected to it. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 3550-05, lot#: unknown, product type: accessory. Other relevant device(s) are: UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1vtg6, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient accidentally pulled on their twist lock cable while going to the bathroom and disconnected it from the percutaneous extension. The rep further said the wires are frayed so the device couldn't be reconnected. The healthcare provider (hcp) took an x-ray and confirmed that the lead was still in place. As a result of what was reported, the patient is going onward to full implant on (B)(6) 2019 because the patient was seeing >50% improvement before the cable broke. No patient symptoms were reported and no further complications have been reported as a result of this event.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The rep will ask the hcp and patient if the products can be returned after the implant procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1vtg6, product type lead product ID 357625, lot# 672420001, product type screening device. If information is provided in the future, a supplemental report will be issued.